Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the lower case was broken, the interconnect flex was out of specification, the main printed circuit board (pcb) was out of electrical specification, and the main keypad was out of specification, the on key was collapsed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the lower case was broken, the interconnect flex was out of specification, the main printed circuit board (pcb) was out of electrical specification, and the main keypad was out of specification, the on key was collapsed. Detailed analysis was performed on the main pcb. This analysis found that the data stored on an integrated circuit eeprom (erasable programmable read only memory) component did not match its checksum. After the unit was calibrated the unit was able to power up with no error code.

Event description:
It was reported to the biomedical engineer by catheter lab staff that the epg (external pulse generator) displayed an error message. No further details were available. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.